Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) rate knob failed testing. The epg was not requested to be sent back to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.